Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable elecsys ft4 ii assay and elecsys tsh assay results for 1 patient sample on a cobas e 801 module. From an aliquot of the original tube, the initial ft4 result was less than 0.5 pmol/l and the initial tsh result was 0.09 miu/l. The aliquot sample was repeated and the ft4 result was 18.5 or 184 pmol/l and the tsh result was 0.659 miu/ml. Clarification on the correct ft4 result was requested but not provided. The original tube was tested and the ft4 result was 17.7 pmol/l and the tsh result was 0.661 miu/l.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The investigation is ongoing.